Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, the adjustment screw was damaged resulting in disassembly of the clamp. No components of the clamp went into the anatomy. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The original MDR was filed under the system instead of the instrument. Updated UDI, 510k number and lot number. The spine clamp was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The returned clam was missing the cylinder where the adjustment screw attaches. The retainer ring was also missing from the tip of the adjustment screw. The clamp was unusable as is. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that when the clamp was fixed to the spinous process, the clamp fell into pieces due to a broken screw. The surgery was completed with navigation and there was no impact on patient outcome.